Event description:
The 22.5 lens was exchanged for a 23.5 lens, due to blurry vision. This does not meet criteria for reporting, based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome. Trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
The initial decision to report was incorrect. Resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another lens model five months following the initial implant procedure. Additional information has been requested.